Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer used up 2 brand new (B)(6) alkaline batteries in 2 days. Customer was getting the replace battery now alarm several times after inserting a new one. Customer's blood glucose was 7.3 mmol/l a few hours ago. Customer received 3 replacement battery alarms and 1 power error. Customer stated that the pump was not dropped or bumped. Customer was advised that the insulin pump will need to be replaced. Customer may continue to wear the pump until the replacement arrives.